Manufacturer narrative:
Additional information. The device history record for lot 30245448 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. The gastropexy suture anchor had a partial suture attached. A portion of the sutures extends from both sides of the anchors. No other components were received. The overall length of the remaining sutures is approximately 3.5cm. The anchors do not appear to be damaged. The ends of the sutures were examined under magnification. They appear generally smooth and even. A root cause could not be determined. All information reasonably known as of 29 apr 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced two incidences, which were associated with separate units, involving the same patient. This is the first of two reports. Refer to 9611594-2024-00026 for the second report. It was reported, during endoscopic percutaneous gastronomy procedure, two out of three sutures broke when the dilator was introduced. A new kit was open to replace the two t-fasteners. Patient was reported to be ok. No injury or further medical interventions reported. Per additional information received on 9feb2024, ¿there was no impact on the patient, who was in good condition, just a delay in the operation.¿

Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. A review of the device history record is in-progress. All information reasonably known as of 26 feb 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device not returned.